Manufacturer narrative:
Synthes is unable to provide the manufacturer, PMA/510k, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.

Event description:
During a post approval study for chronos it was reported: patient randomized to t-plif with chronos level l5-s1 returned to emergency room complaining of back and leg pain. Patient was admitted to the hospital on (B)(6) 2011 for treatment of osteomyelitis. Patient underwent surgery to remove the hardware and chronos strip on (B)(6) 2011. On (B)(6) 2011, patient was removed from the study, patient withheld information about IV drug abuse.